Manufacturer narrative:
This report is submitted on february 10, 2022.

Event description:
Per the clinic, the patient experienced no sound and a loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 12, 2022.